Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported a right side implant rupture diagnosed by mammogram and ultrasound. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken-on radius assessed as a surgical impact opening. (Shell thickness within spec), missing shell observed assessed as inconclusive and observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec). ¿ lymphadenopathy: unable to observe as it is a medical event not related to the device. ¿ silicone migration: unable to observe as it is a medical event not related to the device. Additional observations: ¿ non-penetrating nick observed on the device. ¿ red particles observed on the device.

Event description:
Physician reported right implant rupture diagnosed by mammogram and ultrasound. The device has been explanted.